Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: pd-catheter-(twist, bent, kinked): no catheter kink observed during evaluation, the cause of cannula kink was most likely patient related due to vessel stenosis and as evidenced as a cannula kink resulting from the resistance during delivery. Failure to advance: the cause of the delivery issue was most likely patient related due to vessel stenosis and as evidenced as a cannula kink resulting from the resistance during delivery.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. B5 revised to include omitted information. E4 was inadvertently omitted on the initial manufacturer device report. H6 medical device problem code a150204 was inadvertently omitted on the initial manufacturer device report.

Event description:
Us clinical narrative: (updated 2026-5-14). An impella 5.5 was inserted via the surgical access for the 77 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's underlying medical history was not shared. The pump had kinked and was unable to be delivered. The team met resistance at the axillary artery and applied force, but was unable to traverse the anatomy. There was native vessel stenosis present. The team aborted the 5.5 pump placement and the patient survived as the team instead delivered an impella cp. Peripheral arterial disease contributed to the failure to deliver to the left ventricle.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the surgical access for the 77 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's underlying medical history was not shared. The kinked and was unable to be delivered. The team met resistance at the axillary artery and applied force, but was unable to traverse the anatomy. There was native vessel stenosis present. The team aborted the pump placement and the patient survived as the team instead delivered an impella cp.